Event description:
It was reported that a 68-year-old female patient underwent a breast reconstruction surgery with a 450cc mentor cpx 4 breast tissue expander. Post-operatively, the patient experienced a deflation of her prosthesis on an undisclosed side, which was confirmed by a medical professional. As a result, the patient underwent removal surgery on (B)(6) 2023. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 12, 2023, mentor received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 03, 2023, mentor completed a visual inspection, leak testing, and microscopic examination of the returned device. Device evaluation summary: during the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the anterior view between the shell and the bladder. A microscopic examination was performed and the cause of the deflation could not be identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Additionally, process, equipment or tools that could cause a tear in the shell were evaluated and were identified as a non-contributing factor for the tear found. The process controls and data records collected for the deflated devices are within specification. The tear reported on product complaint are not able to be confirmed as manufacturing defect. Manufacturer¿s reference number: (B)(4).